Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. No abnormalities that could have contributed to this event were found during device history review. According to the provided data the preoperative refraction os was -1.00 -1.00 x 85. The refraction treated was different: -1.25 -0.75 x 75. The post op refraction after 1 week was +0.50 +1.50 x 50 and after 2 weeks plano +1.00 x 25. The pachymetry map after 1 week shows a thicker cornea than pre operative, which could describe a corneal reaction (swelling) after the surgery. This swelling could be the reason for the current unstable refraction values. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and without any interruption and all laser system functions were within specifications. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. The root cause cannot be determined conclusively. Potential contribution factors are ongoing corneal reaction (swelling) and other refractive values entered by the user than pre-operatively measured. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with overcorrection in the left eye one week post lasik. The patient complains of blurred vision. Upon follow up, slight improvement in visual acuity was reported. Patient will be monitored and if no improvement, an enhancement will be performed.